Manufacturer narrative:
Insulin pump passed self test and displacement test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer was able to rewind the insulin pump. Customer stated that they performed audio beep test and it was passed. The insulin pump will be returned for analysis.